Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse addressed multiple areas of the instrument to resolve the issue and concluded that the likely cause of the erratic pthio performance is attributed to the wash valve rotor and stator. Results: wash valve rotor and stator. All related medwatch reports associated with this event: 2122870-2013-00811, 2122870-2013-00812.

Event description:
The customer reported obtaining non-reproducible access intact pth assay intraoperative mode (pthio) patient results, for two (2) patients, over separate days, involving the access 2 immunoassay analyzer. This report references the non-reproducible pthio patient results which were obtained on (B)(6) 2013; please refer to medwatch 2122870-2013-00812 for a report of event which occurred on (B)(6) 2013. The initial pthio result was released out of the laboratory and the customer stated that the result was questioned by the physician. The customer repeated the sample and the results were determined to be non-reproducible. The customer indicated that there was no change or affect to patient treatment in connection with this event. The customer is now running all pthio samples in duplicates as a result of this event. The customer stated that the pthio samples were plasma samples which were aliquoted into cups prior to testing. The sample collection tube and centrifugation information are unknown. The customer did not provide any additional information regarding the sample involved in this event. System checks passed and quality control (qc) results were within the laboratory's established ranges prior to and following the sample run. However, the customer acknowledged of observing occasional qc fliers as well. There were no errors in the event log during testing. Access intact pth calibrator lot number 389607 and access® intact pth reagent lot number 323899 were used in conjunction with the analyzer.